Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported implant fractured at crestal portion, tooth 9.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified implant fractured and severely damaged. Some damage appears to be from removal of device by clinician. Zimvie is not responsible to any damage done by clinician during the removal process. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #9 for approximately 3.5 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1218549) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218549) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.